Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. A correction bolus using the pump was delivered to address the elevated BG level. Reportedly, the customer was going to the Emergency Room. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.